Manufacturer narrative:
The event was confirmed. The returned radio frequency ablation generator was analyzed, and visual inspection revealed no physical damage, with all cosmetic checks passing. Functional testing showed that the unit failed to power up properly. Further investigation identified blown fuses resulting from a shorted bridge rectifier on the power supply board. Therefore, the generators inability to power on was attributed to a component failure.

Event description:
It was reported that during a radio frequency ablation procedure, the generator fuse blew. The fuse was replaced; however, this fuse also malfunctioned. The procedure was not completed, and it is unknown if the patient was under sedation or not. No further information can be obtained regarding this event despite good faith efforts.

Event description:
It was reported that during a radio frequency ablation procedure, the generator fuse blew. The fuse was replaced; however, this fuse also malfunctioned. The procedure was not completed, and it is unknown if the patient was under sedation or not. No further information can be obtained regarding this event despite good faith efforts.